Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, evar for aorto-iliac aneurysms using ibd is an effective procedure with low complication and re-intervention rates at mid term follow up.

Event description:
Received an article titled endovascular treatment of aorto-iliac aneurysms: four year results of iliac branch endograft published in the european journal of vascular and endovascular surgery. The article analyzed early and mid-term outcomes of endovascular treatment(endovascular aneurysm repair, evar) for aorto-iliac aneurysms with the use of an iliac branch device (ibd). Per the article, adverse events included stent collapse, occlusion, thrombosis and endoleaks.